Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 empty syringe of 1.0ml received without cap nor needle. No defect observed. Device labeling addresses the reported event(s) as follows: "precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported during injection with juvéderm® ultra xc, the syringe "broke." The needle was in the patient; the injector had already injected 0.7ml of it before the needle broke off and the product squirted onto the patient. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.